Manufacturer narrative:
Livanova (B)(4) learned that in addition to the two pumps, the distribution board was also replaced to resolve the reported issue. Upon further visual inspection of the replaced distribution board, two resistors were noticed to be melted and the entire board was showed damage. The replaced components were investigated. Visual inspection of the two replaced pumps did not reveal any evidence of damage. Minor evidence of white deposit build-up on areas exposed to fluid during operation was detected. The cardioplegia pump where a minor evidence of white deposit build-up on areas exposed to fluid during operation and rust colored deposit build-up on the propeller retaining clip were found. No evidence of physical damage was noted. When rotating by hand, a mild clicking could be heard near the propeller. The defective distribution board was identified as main root cause for the reported issue.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to defective patient pumps. The technician replaced both pumps to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during procedure. There was no report of patient injury.